Event description:
Olympus was informed by the biomedical equipment technician at the user facility that the user was not able to activate the high frequency electro-surgical generator unit from the handpiece. The biomed inspected the device and is getting an e433 error when powering on. This report is being submitted to capture the e433 error. The reported problem was found during inspection before use. No death, injury or harm was reported.

Manufacturer narrative:
The customer further reported that the cord was wrapped too tight on the footswitch, causing the generator to detect the pedal being depressed while it is booting up. The cable was unraveled and resolved the e433 error and the unable to activate the generator from the handpiece issue. No further issues were reported. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 3 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to a faulty component. A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the MFR. Report number of the initial MDR, which was submitted under MFR. Report number 8010047-2022-11251. The correct MFR. Report number is 9610773.